Manufacturer narrative:
(B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The infusion set was in use for 1 day. No further information available.